Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 470 mg/dl. The customer stated that the insulin pump had motor error alarm. Customer was able to complete pump rewind. Customer did not report an motor position encoder error alarm. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with manual injection. Customer reported the drive support cap appears normal. The insulin pump will not be returned for analysis.